Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 - three attempts were performed to obtain additional information, but no response was received from the customer. Serial number was not provided, therefore, manufacturer date is unknown. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, a definitive root cause could not be identified. An olympus technical support representative confirmed the customer was using a non-olympus brand sds monitor which likely was causing the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called an olympus technical support (tac) representative for troubleshooting. Customer stated that the image in one room goes in and out when the scope was connected. The customer initially troubleshooted with a known good cv-190 tower and the monitor have same issue. Tac asked the customer the type of monitor used, customer replied and sds monitor (non-olympus brand). Tac stated since the image issue is occurring with a known-good cv-190 and the original cv-190 is working normally in another room, the monitor was the issue. Customer will call back to troubleshoot. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the evis exera iii video system center image flickered when connected to a scope. There was no harm, infection or user injury reported due to the event.